Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high blood glucose while using the ilet and was advised to perform a full supply change; after replacement and correction of handling steps clarified by their trainer, the blood glucose trended downward to 196, and the specific device problem and component details could not be determined. Symptoms included hyperglycemia with no associated clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the available information was insufficient to identify a specific medical device problem or affected component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.